Event description:
It was reported that a leak alarm was detected during pre-use check. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One sample was returned for evaluation. A visual inspection was performed, during which a cut/tear was observed on the bag. The issue reported by the complainant was confirmed. The probable cause of the tear is unknown.